Event description:
(B)(6) issued safety alert al24-01 regarding fluid ingress and egress from inpatient and outpatient mattresses can lead to hospital-associated infections, patient tissue degradation, and/or patient death. We have not attributed any adverse events to our compromised mattresses but have been instructed to place FDA medwatch for all compromised mattresses. Winco tmm5w cushion sets, 3 compromised with fluid egress.reference report #: mw5160922, mw5160924.